Event description:
It was reported that there were concerns of right ventricular (rv) lead perforation. It was noted that there was high pacing thresholds. The perforation was confirmed through x-ray. The patient was treated with pericardiocentesis and drainage as there was pericardial effusion. The therapy settings have been changed. The boston scientific representative is monitoring the situation. No additional adverse patient effects were reported.